Event description:
I have 5 harmonic scalpels that where sent to me with complaints of pads falling off, quitting mid procedure, or not operating. Please note the incidents happened among multiple surgeons who are very familiar with the device.patient 1 - laparoscopy, resection of pelvic endometriosis, the first harmonic placed on the field would not work at all (package thrown out), second harmonic was working, then stopped and the ends were burnt off.patient 2 - laparoscopy resection of endometriosis. Harmonic scalpel stopped working in middle of case. Patient 3 - reduction of hiatal hernia and repair of diaphragmatic defect. Tip broke off harmonic scalpel during procedure. Tip not found.patient 4 - laparoscopic supracervical hysterectomy. Tip broke off harmonic scalpel.